Event description:
Patient had revision knee replacement for pain & stiffness. Attune primary revised and replaced with attune revision on (B)(6) 2022. Patient had original primary surgery in 2018. After initial primary surgery patient had knee stiffness with limited flexion (<90 degrees). Had multiple (x4) mua's (manipulation under unaesthetic) which did not fix the issue of stiffness. X-ray showed some signs of possible tibial loosening (lucent lines & subsidence). During removal of primary implants in revision surgery it was noted that the femur was well fixed but was sitting somewhat anterior (patello femoral stuffing contributing to stiffness) however the tibia was somewhat loose particularly anteriorly. Femur, tibia & insert removed. Femur downsized to a size 4 to open flexion gap. Flexion extension gaps equalized. Rp stemmed femoral & tibial component used with posterior stabilized insert. Knee range of motion was past 90 degrees. Did the patient experience a post-op device malfunction? No. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? Yes. Facility name of original implant? (B)(6). Was device explanted? True. Hardware/explant removal due to: pain & stiffness. Did patient require revision surgery? True. If yes, date of revision surgery? On (B)(6) 2022. Reason for revision surgery? Pain & stiffness, loose tibia. Patient status/ outcome / consequences? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? No. (B)(4): device property of - none. Device in possession of - none. (B)(4): device property of - none. Device in possession of - none. (B)(4): device property of - none. Device in possession of - none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not returned for examination. The x-ray review found nothing indicative of a device nonconformance. With the current information available the investigation cannot confirm the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this complaint was not returned for examination. The x-ray review found nothing indicative of a device nonconformance. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Corrected: h6 (device problem code).

Event description:
Affected side: right side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.